Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. The bravo capsule was received for evaluation. The visual inspection found that the capsule arrived without the delivery system. The customer reported bravo fail to attach. The reported condition was confirmed. The investigation of the returned equipment could not identify anything that would have caused or contributed to the reported event. The capsule arrived without the delivery system. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to attach. There was no harm to the patient and the user. No intervention was required, and a repeat procedure was not performed as another capsule was used, but it still did not deploy. There was nothing unusual about the patient or the procedure and an esophagogastroduodenoscopy had been performed prior to the procedure and showed the esophagus to be normal. The lubricant was used prior to scope insertion. The delivery system and the capsule will be returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach and when the delivery device was removed from the patient the capsule was still slightly attached on the delivery device. There was no harm to the patient and the user. No intervention was required, and a repeat procedure was not performed. There was nothing unusual about the patient or the procedure and an esophagogastroduodenoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubricant was used prior to scope insertion. The delivery system and capsule will be returned for investigation.